Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If the device will send in for investigation and a technical investigation report is available, a follow-up will created note: this report is being filed for an item number that is not sold in the united states; however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." Customer information: infusion of elomel (electrolyte solution of fresenius kabi) was started at 20:10h. Infusion rate 300 ml/h (rate and correct volume recorded according to pump and pdms). Because the lactate test showed too high values the infusion has been stopped at 23:20h. After checking the pump and pdms 909,37 ml solution had to be already infused and the rest volume had to be 90 ml, but in fact there were still 800 ml solution in the 1000 ml bag, it means, only 200 ml were infused.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). During the analysis of the history log files it could be detected an infusion therapy with a flow rate of 300 ml/h. During the performed infusion different kind of errors (pressure alarms, air rate alarms and alarms of "too few drops") could be found, but the exactly reason of all alarms could not be clarified. Furthermore it was possible to found three infusion line changes. At the end of the infusion a total volume of 909 ml was stored in the device history. No further abnormalities could be found. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No visible damages or soiling could be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +1,91 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The used drop sensor was checked according the technical safety check. No malfunction could be recognized. A disassembling of the device was performed. Due an investigation of the inside of the device it could be found some residues of liquid. The emc protection shield was damaged by liquid. No other damages could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation.